Event description:
Pt switched to their back-up device and inserted a new infusion set. When the pt bolused to fill the infusion set's cannula, they mistakenly bolused the wrong amount of insulin (they bolused 2.5 u instead of .2 to .5 u). The pt then exercised on a treadmill. At noon, their blood glucose was 43mg/dl, so they drank orange juice, but did not each lunch. At ~1 pm, the pt started to feel confused and had a hard time standing up. They sat down, then could not get back up. Paramedics were called by a friend (paramedics determined the pt's blood glucose to be 41mg/dl). Pt was treated with a glucose IV; the pt was not taken to the hosp.